Manufacturer narrative:
Product complaint (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot sterile part: part: 04.211.018s, lot: 7l13417, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: jul. 29, 2020, expiry date: jul. 01, 2030. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Sterile part: part: 04.211.018s, lot: 7l24836, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: sep. 07, 2020, expiry date: aug. 01, 2030. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Sterile part: part: 04.211.018s, lot: 7l39448, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: oct. 07, 2020, expiry date: sep. 01, 2030. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Part # 04.211.018, synthes lot # 43p2417, supplier lot # 43p2417, supplier batch # 24p4791, release to warehouse date: feb 14, 2020, supplier: (B)(4). No ncr's were generated during production. Part # 04.211.018, synthes lot # 35p9677, supplier lot # 35p9677, supplier batch # 24p4786, release to warehouse date: jan 08, 2020. Supplier: (B)(4). No ncr's were generated during production. Part # 04.211.018, synthes lot # 68p5949, supplier lot # 68p5949, supplier batch # 59p9048, release to warehouse date: aug 27, 2020, supplier: (B)(4). No ncr's were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the distal humerus fracture with two (2) screws. During the screw insertion, one screw penetrated through the plate and penetrated the joint. The surgeon tried to remove the screw, but he could not because it was idling. The other screw was inserted but could not be locked to the plate. The surgeon remained 2screws and the surgery was completed successfully within 30minutes delay. The surgeon commented that he had difficulty in connecting the sleeve to the drill and it was possible that the sleeve possibly came off while drilling which caused the screws to not be inserted properly. Concomitant devices reported: va lockscr ø2.7 head 2.4 self-tap l18 ta (part number 04.211.018s, lot unknown, quantity 1); va-lcp dhp 2.7/3.5 dorso-lat le short 3h (part number 04.117.303s, lot unknown, quantity 1); drill bits: trauma (part number unknown, lot unknown, quantity 1); guides/sleeves/aiming: sleeve (part number unknown, lot unknown, quantity 1). This report involves one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm. This is report 1 of 5 for (B)(4).